Event description:
Side rail of bariatric bed collapsed, resulting in pt fall to floor. Experienced similar incident last mo with different pt - no injury. Subsequently received "urgent medical device correction" dated 03/2004 describing 4 issues, one being side rail failure attributed to user error -incorrectly removing/reattaching rails. Solution to problem is to affix more labels which had already been done on these two beds. Now appears there may be pattern that requires more than "another sticker", so making voluntary report. Facility elected to now use a model from a different vendor throughout the hosp's organization.